Manufacturer narrative:
G.2 selection was inadvertently omitted from the initial manufacturer device report number.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured access site hematoma with a "definite" relationship to the impella 5.5 device used: ¿pt complained of rue pain. R ax hematoma found. CT surgeon said no washout needed. Heparin gtt turned off per cardiologists.¿ the patient recovered with no sequelae. The patient survived the procedure.